Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-13567, 2017865-2021-13580. It was reported that the patient deceased. The cause of death was unknown.

Manufacturer narrative:
The results of electrical, stress/ environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed based on as received settings and device was in the normal range of operation with appropriate remaining longevity. Device image was successfully saved.